Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information is provided.

Manufacturer narrative:
Patient code: (B)(4). It was reported that patient underwent mesh removal on (B)(4) 2015 and (B)(4) 2017 due to hernia recurrence and adhesion. It was reported that following insertion the patient experienced pain, discomfort, abscess, scarring, unable to lift heavy objects; unable to engage in physical activities, mesh contraction & disfigurement.